Event description:
A customer reported a primary set was leaking at the silicone segment. No report of pt harm or intervention. Although requested, no further pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's report of a leak in the silicone segment was confirmed and replicated during testing. Visual inspection of the tubing showed a pinch cut on the tubing at the upper fitment. Functional testing showed fluid leaking from the cut in the tubing. The cause of the leak is a pinch cut in the tubing. The root cause of the cut is not identified.